Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there was a loose closure with a bd vacutainer® serum blood collection tubes. This occurred on 2000 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: loose cap when the tubes are re-capped, they are opened by itself.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a loose closure with a bd vacutainer® serum blood collection tubes. This occurred on 2000 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: loose cap. When the tubes are re-capped, they are opened by itself.